Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting low shocking impedances measurements less than 20 ohms. A boston scientific technical services consultant discussed various troubleshooting techniques in addition to performing a 1.1 and max energy shock to verify the integrity of the system. It was reported the patient was scheduled to come into the clinic. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was checked in clinic regarding the issue. The shock impedance was in the range of 40 ohms. Pocket manipulations were performed along with real time impedance measurements and no out of range values were reported. The date and time of the out of range measurement was discussed with the patient. The patient reported having back surgery at the time that correlated with the detected less than 20 ohms value. The patient planned to resume normal in office appointments and remote monitoring.